Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the hardware failure noted on station. The field service engineer remotely deleted srm to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had smrt fridge failure. The customer stated that the malfunction occurred when user trying to issue medication to patient due to hardware failure. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system had smrt fridge failure. It has been failed for 102 days but is no longer connected to pyxis. The customer stated that they cannot fix manually. They are requesting to resolve to be taken off their dashboard. The customer stated that the malfunction occurred when user trying to issue medication to patient due to hardware failure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, d9, e3, g1, g2, g6, h2, h6, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the hardware failure noted on station. The field service engineer deleted the srm remotely to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.